Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (39 mg/dl) overnight. The customer reported that the temp rate was not set when had went to bed. The customer drank juice to treat bg. The customer reported that the bg continued to be low (59 mg/dl) and drank juice. The customer did not know the cause of the low bg. Additionally, the customer stated receiving an auto off alarm. Tandem technical support educated the customer about the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying setting.